Manufacturer narrative:
Concomitant medical products: product ID: 7424, serial#: (B)(4), implanted: (B)(6) 1998, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that was asking if the implanted neurostimulator was made of metal. They were asking because they learned the doctor needs to use a bipolar pen to cauterize, they can't use the other one, because it zaps them. Pt said the whole left side of their body was zapped in the past when the doctor did not use a bipolar pen to cauterize their skin cancers and now the doctor uses a bipolar pen. Patient confirmed they are completely recovered from that. The patient has had skin cancer all over their body, all the time for over 25-30 years. Pt said in addition to other locations, they currently have 2 spots right above their right side stimulator that were biopsied and came back squamous or basil; they do not know which.  Agent reviewed implanted neurostimulator and lead materials. Patient mentioned that when they have skin cancer removal procedures they typically take a valium about an hour before and turn stim off right before that way they are not shaky and the doctor can work on them. Patient also reported they are skinny with "no meat on them" and the stimulators are noticeable.